Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v984204, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0bauf, implanted: (B)(6) 2014, product type lead; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that since the patient had difficulty sleeping at night he wanted the ability to turn stimulation down. It was noted that the patient had the ability to adjust groups. Patient was dissatisfied that they could not adjust stimulation level, patient turned it lower at night to sleep. The patient¿s previous implant had been replaced 2 days prior to the date of this report. Additional information received indicated that it was unknown if there was a 50% or greater symptom reduction. The cause of the event was determined and was device related. Reprogramming was needed. Following the replacement the patient had no longer had the ability to use the patient programmer to adjust settings. The manufacturing representative was able to adjust the deep brain stimulator at the healthcare professional¿s office to allow for patient programming interval as directed. The patient had experienced a sudden loss of therapeutic effect. The patient had not experienced a loss of stimulation. The patient had recovered without permanent impairment.